Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2016, v sensing integrity counts up to 3933; non-sustained ventricular tachycardia episodes and ventricular fibrillation detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2016, rv pacing impedance rising to 1615 ohms from a trend of 700 ohms.

Event description:
It was reported that the patient had mitral valve replacement surgery and the system was checked post implant with nominal readings. The following night the patient received multiple inappropriate shocks. The right ventricular (rv) lead had high pacing impedance and a high sensing integrity count (sic) which triggered a lead integrity alert (lia). Lead fracture was suspected. A magnet was placed on the device to stop the shocks. The lead detections were turned ¿off¿ and the rv sensing reprogrammed to rv tip to rv coil. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.